Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
Consumer reported found 1 pen needle from this box lot # 2333513 that broke off in his site. He was able to remove on his own. No medical assistance. Denied reuse of pen needles. Dc consumer reported found 1 pen needle from a prior box unknown lot #, needle broke off when removed from injection site and fell to the floor. Lot # 2333513. Catalog# 320109. Date of event unknown sometime last week. Sample status discard.